Event description:
A malfunction alarm identified as "malf 1" occurred, but did not adversely impact the customer's blood glucose level. The customer chose to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support guided the customer on placing the pump into storage mode and instructed the return of the faulty pump within ten days using a prepaid label, which the customer understood and acknowledged.